Event description:
Another MFR's device was returned to co's office in error by the hosp. The reason for removal, as reported by the physician's office, was "penile eroding through urethra". Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref.sec b1, b2, h1).